Manufacturer narrative:
No sample was be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the safety shield was damaged and disengaged causing needles to bend on 1ml bd safety-lok u-100 insulin syringe with 29 g x 1/2" bd ultra-fine needles. There was no report of medical intervention.